Event description:
Patient was being "dripped" with 0.9 nacl to prevent excessive weight removal. The machine was alarming low water. Machine was turned off and a filter was replaced. The bottom door was opened to change filter, tubing out of air bubble detector. 0.9 nacl drip bag infused, pump sucking air, patient received air bolus.